Event description:
Unit will not operate while on internal battery. When unit is sitting and vent is not plugged into ac, the vent keeps resetting itself and the indictors are flashing inop and audible alarms are present.